Event description:
The line separated from the transducer. The pt lost a lot of blood and needed the transfusion.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be re-evaluated at that time.